Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the back, which is off-label use of the device, on (B)(6) 2019. The product was evaluated. A visual inspection was performed and was unable to perform an investigation on the complaint because only the applicator was returned. The customer's complaint of a detached sensor wire was not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.